Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had their previous device replaced due to 'electrical shocks' and pain. The hcp reported that the replacement did not resolve the issue.